Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon evaluation the power brick was found to be defective. The root cause of the defective power brick cannot positively be determined. No adverse event resulted from the defective power brick. The last pt to use this charger did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of charger (B)(4), which was returned for normal maintenance, a defective power brick was discovered. The last pt to use this charger did not report any problems.